Event description:
Dr was doing a bilateral transforaminal epidural steroid injection using a 26ga needle when the needle broke off in the pt at l4-l4 dorsal midline. Approx 2.5mm of needle was left in the pt. The procedure was completed.